Event description:
It was reported that caller observed large air bubbles or gaps in infusion set tubing between t:lock and customer during pumping, and bubbles remained present even after using tubing fill feature. There was no adverse impact to the customer's blood glucose level. Caller was educated to use room temperature insulin and was assisted by technical support in loading new cartridge using proper technique, and customer successfully loaded cartridge, resumed insulin therapy, and issue was resolved.